Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: a review of the black box showed no evidence of voltage fluctuations. The battery compartment was cracked from the threads on the side, and below the grip pad. The returned battery cap was able to fit. The rewind, load, and prime steps were performed successfully and all currents were within specifications. No overheating or alarms occurred during the investigation. The pump cover was removed to find no intermittent conditions on the printed circuit board or to the continuous glucose monitoring module. The temperature complaint was unable to be duplicated. Unrelated to the original complaint, the audio bolus button cover was torn but responsive to user input.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. The customer alleged that the battery compartment was found to be damaged. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.